Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that while in cvu/dnt 3 the patients heart rate dropped suddenly, patient required norepinephrine to assist with hypotension related to decreased heart rate however when the pump was turned on, we selected channel c and tried to select a medication but the pump=* froze and crashed. It was on channel c, and we quickly tried to move the medication to channel d however it was not working and we could not turn off channel c or power down. 16mg in 250cc premix norepinephrine bag at a concentration of 0.02mcg/kg/min. We ended up grabbing a new pump to put the norepinephrine on however the patients was slowly starting to recover from the bradycardia event. There was a delay in medical administration and the patient required a fluid bolus.